Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is most likely cause is that some excessive force was applied. However, the root cause of ceramic head failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the resection sheath exhibited ceramic head broken. There was no patient involvement.